Event description:
It was reported that out of range issues occurred between the transmitter and pump for an unspecified duration of time. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level reported as "high"; although specific value was not provided. Customer addressed bg by administrating a correction bolus via pump. Customer went to the ER and was subsequently hospitalized on 8/30/22. Reportedly, the customer reverted to an alternate method of insulin therapy. Customer could not recall additional details, so no additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.